Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right breast implant saline mentor smooth round spectrum 175cc, serial number (B)(4) , catalog number 3501420 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round spectrum 175cc saline breast implants which the left side deflated after implantation. The issue was confirmed by physical examination. Patient has no side effects or adverse event from her deflated left saline implant. As a result patient is scheduled to have the device explanted (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according with mentor procedures and it revealed valve leak. No other anomalies were discovered. The complaint was confirmed since a valve leak was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence this relates to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/03/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement as follow: left shpx-285, lot 7549773, serial number (B)(4). Right shpx-285, lot number 7502192, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2019, mentor became aware that this report is duplicated in manufacturer's report numbers 1645337-2018-02053 and 1645337-2018-01951. Any additional event information received will be submitted as supplemental information under this manufacturer's report number and this manufacturer's reference number. Manufacturer's reference number: (B)(4).